Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, the patient experienced a pericardial effusion. Ablation was performed using a non-(B)(6) ablation catheter to treat atrial flutter prior to the transseptal puncture. After the cit ablation was completed, a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non-(B)(6) mapping catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours, 1.4 l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover.